Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection. There were no additional adverse patient effects reported. This ICD was explanted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited a possible infection. A revision was performed and the ICD along with the right ventricular (rv) lead, right atrial (ra) lead and previously capped rv lead were explanted. Additional information indicated that the system was removed due to small incision opening at the pocket site. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2340. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection. There were no additional adverse patient effects reported. This ICD was explanted. Additional information indicated that the system was removed due to small incision opening at the pocket site.

Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with pocket erosion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection. There were no additional adverse patient effects reported. This ICD was explanted. Additional information indicated that the system was removed due to small incision opening at the pocket site.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.